Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 42293e. The 510k number provided is for the domestic similar product. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.

Event description:
The reported feedback suggests that during priming the bag of 0.9%ns, there was a leakage "from the top port" (proximal smartsite valve) of the gravity set. From the reported information there are no indications of serious injury or patient impact to the patient or user as a result of this incident.

Manufacturer narrative:
A sample was not available for investigation of this feedback; however the customer's feedback indicates that leakage was identified whilst priming the sample with saline solution. The exact location where the leakage was noticed was not clear from the customer's feedback, however it appears to have been from the upper smartsite port. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 17107073 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode. H3 other text : see section h.10.

Event description:
The reported feedback suggests that during priming the bag of 0.9%ns, there was a leakage "from the top port" (proximal smartsite valve) of the gravity set.. From the reported information there are no indications of serious injury or patient impact to the patient or user as a result of this incident.